Event description:
Refence number (B)(4). Event occured in egypt. It was reported that the patient experienced an adhesive malfunction on (B)(6) 2026, with the tape not adhering properly after two days of use. No further information is available.